Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that the patient underwent interpro y sling & s-ams mesh implant on (B)(6) 2011, due to pop & sui. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It has been reported that following insertion the patient experienced urge incontinence, urinary urgency and frequency, nocturia and vaginal bulge. (B)(4).

Event description:
It has been reported that following insertion the patient experienced urge incontinence, urinary urgency and frequency, nocturia and vaginal bulge.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. It was reported that the patient underwent implantation on (B)(6) 2011, due to stress urinary incontinence. Following implantation the patient experienced pain, infection, urinary problems and dyspareunia. It was reported that patient underwent mesh removal on (B)(6) 2008, due to urinary tract obstruction and other complications. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.